Manufacturer narrative:
On (B)(6) 2020, mentor received additional information, specifically a pathology report, indicating no evidence of talc crystals was found on the device. After clinician review, the device code "foreign matter" was removed and replaced with "adverse event without identified device or use problem" for accurate codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified health issues. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor gel implants and experienced unspecified health issues post-operatively. As a result, the patient underwent explantation on (B)(6) 2018. The patient reported an improvement in her symptoms post-explant. Per a healthcare professional, the surgeon deemed the explant cosmetic in nature, with no capsular contracture or rupture noted. It was indicated that a powder-like material, suspected to be talcum powder, was found on the device upon explantation. The surgeon postulated that it may have come from the gloves used during the implantation. As of this report, the device has not been returned to mentor for evaluation, and the presence of foreign material cannot be independently verified at this time. Also per the healthcare professional, the capsule was sent to pathology without any notable discoveries. Should additional information be made available in the future, a supplemental report will be submitted. This report is for second of the two complaint devices.